Event description:
It was reported that the customer's blood glucose was 34 mg/dl and her sensor gave a reading of 238 mg/dl. The customer drank juice to treat. Calibration protocols were discussed. Customer's blood glucose went up to 82 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.